Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device needs a battery. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022.